Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the sales rep in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that none of the cement would push up into the delivery vial upon mixing it per the surgical technique. A second box had to be opened to complete the procedure successfully with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided. This report is for one (1) device.

Manufacturer narrative:
PMA/510k: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
The initial complaint was reviewed and found not reportable. This complaint is a duplicate of complaint (B)(4).